Event description:
It was reported that in (B)(6) 2009, the patient presented with severe pain in his lower back that radiated into his legs. The patient underwent spinal fusion surgery. Rhbmp-2/acs was implanted into the patient during the surgery. After surgery, the patient had such a difficult time recuperating and regaining his strength from the surgery, that he was admitted to the hospital for approximately two months. Patient's pain increased dramatically since his surgery. His neck now makes "popping" sounds when he turns it from side to side, and it will sometimes "catch" during the movement. Patient's activities are limited and he is unable to walk long distances and requires assistance with personal and household care.

Manufacturer narrative:
(B)(4). Date of implant is unknown, but surgery occurred in (B)(6) 2015. Either the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.